Manufacturer narrative:
(B)(4). Age was not provided. Device lot # was not provided/unknown.

Event description:
It was reported that healing collar could not be removed. The dentist had to drill out the screw. Tooth location #11. It was placed on (B)(6) 2017 and removed on (B)(6) 2107.

Manufacturer narrative:
One certain bellatek encode healing abutment was returned for inspection. Visual inspection revealed a large amount of wear about the body, and some amount of damage. As reported, the drive feature appears to be cut open, and slash marks are noted about the top. The hex feature is only slightly worn. The removed screw was not returned for inspection. Therefore, the complaint is non-verifiable. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of the certain bellatek encode healing abutment, it is recommended to torque the corresponding screw at 20ncm. A singular root cause cannot be determined.